Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that ???/hourglass/no readings/sensor error occurred. The sensor was inserted into the abdomen. Date of event is an approximation. On (B)(6) 2024, it was reported that the patient experienced a sensor error after which they experienced a hypoglycemic event and loss consciousness. Due to the time passed since the incident, the patient could not provide any information regarding treatment and duration of stay at the hospital. At the time of the report the patient was stable. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.